Manufacturer narrative:
Initial report was received from the health care professional indicated that the device (infusion pump) was examined by the hospital staff. Following the event, the pump was returned to iradimed corp. This equipment was evaluated, and returned to the customer after analysis. Information was obtained from the customer interview, and an inspection of the equipment. Methods - the hospital's biomedical engineer and risk manager were interviewed regarding the event and the use of the device. The pump's history log information at the time of the event was also examined. Information gathered during this period was used to attempt to reconstruct the event to establish the possible cause(s) of the event. Additional manufacturer narrative: results (other) - the pump was removed from use and the patient was fine following the event. No adverse outcome was reported regarding this event. The mridium 3850 pump was removed from use and taken to the biomedical engineering workshop. The hospital contacted iradimed corp. On (B)(6) 2011, and preliminary information was obtained. The hospital biomedical engineer said he had tested the pump, and everything checked out fine, but he would be more assured if iradimed could examine the pump as well. The hospital personnel briefly described the event, and indicated that the hospital risk manager had more information regarding the event. The pump was returned to iradimed corp. For further examination. Conclusion: based on the available information, and history event log assessment, the cause of the missing infusion fluid was probably the failure to close the infusion set clamp during priming the set, or after attachment to the patient's access device. From the history event log, the pump operated properly, and provided the programmed infusion during the event. The patient did not suffer any adverse effects from the event. If an overinfusion had delivered an excess amount of dpirivan (up to 83 ml) to this patient in less than 1 hour, some physiological response from the patient would be expected. No report of any changes to the patient's monitoring parameters was received from the hospital as a result of this event. From the information available, it cannot be determined how much, if any, excess fluid was administered to the patient. The training information was reviewed with the hospital biomedical engineering manager, and it was agreed this information would be reviewed with the appropriate clinical staff. Follow up with the hospital biomedical engineer after return of the pump to the hospital was made, and all issues appear to be resolved. No further action is considered necessary at this time.

Event description:
During an infusion in the MRI, the infusion pump's rate was set to 15 ml/hr, and delivered 16.7 ml. However, after approximately 30 minutes of infusion, the 100 ml fluid bag was near empty. Customer could not explain the missing fluid. Patient was an adult male ((B)(6)). Patient was fine following the infusion and no adverse outcome occurred. Infusion set is not available for inspection, as it was discarded following the event by the hospital staff. No injury resulted from this event. Event occurred (B)(4) 2011. Customer notified manufacturer on (B)(4) 2011.